Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information, from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed kim yh, park jw, jang ys, kim ej. Long-term results (minimum of 20 years) of a pure proximal-loading metaphyseal-fitting anatomic cementless stem without distal stem fixation in hip arthroplasty. J arthroplasty. 2022 nov 1:s0883-5403(22)00971-8. Doi: 10.1016/j.arth.2022.10.034. Epub ahead of print. Pmid: 36328103. Objective and methods there are no reported results for more than 20 years of a pure proximal-loading anatomic cementless femoral stem without diaphyseal stem fixation. The purpose of this study was to evaluate the long-term (minimum 20 years) clinical results, bone remodeling, revision rate, and survivorship of these implants in patients aged less than 60 years. This article is a follow-up study of 523 patients implanted between 1995 and 2002 with a depuy tha including duraloc cup, coc articulation, and a cementless immediate postoperative stability (ips) stem. As this article is a follow-up to a longitudinal study, this complaint will capture the results not previously captured on other complaints. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: duraloc cup, ips femoral stem, ceramic head and liner articulations, some patients received acetabular screws. Adverse event(s) and provided interventions associated with depuy devices: 657 hips with radiographically identified stress shielding of the femur including 46 with radiographically identified malpositioned femoral stems at 20 years follow-up. No treatment was provided. An unknown number of radiographically identified malpositioned cups, no treatment provided.

Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.